Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 462 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, vision problems, headache, thirst, dizziness and feeling lethargic. The patient reports administering a manual shot of long acting insulin which had brought their blood glucose level to 377 mg/dl. Once at the hospital the patient had a computed tomography scan of their head. The patient was treated with intravenous fluids and insulin. The patient was treated with antivert for dizziness. The patient reports they were in the hospital all day. Upon leaving the hospital the patients reported blood glucose level was 120 mg/dl. The patient reports that night at home their blood glucose level had rose to 178 mg/dl. The patient removed the pod from the infusion site. The patient reports not having a bump at the pod infusion site but their was a hole where the pod needle had inserted. As treatment, the patient was able to apply a new pod.